Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user removed and refilled an insulin cartridge, after which the ilet pump displayed an occlusion alert; the agent advised that cartridges must not be refilled and assisted the user in changing all supplies, including a cd 23" 6 mm infusion set, after which insulin delivery resumed. Symptoms included hyperglycemia with a reported peak of 253 mg/dl for approximately two hours, without ketone testing, backup therapy, or medical intervention. Outcomes included no hospitalization, no need for assistance, and no acute health effects. Investigation included user follow-up calls to confirm stabilization and absence of further occlusions. Investigation of this case revealed that the occlusion resolved after supply change and that the precipitating factor was improper cartridge handling and reuse, which can introduce delivery obstruction at the infusion set or cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to refilling the cartridge.